Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. There was no failed battery test alarms noted. The unit was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Event description:
Customer states she is trying to change the battery for the past week and keeps getting failed battery alarm. Customer states that her stomach hurts because her sugar levels are high. Customer stated that her blood glucose is 354 mg/dl. Customer stated that she changes her battery, but the problem remains. Fail battery alarm recurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.